Event description:
Boston scientific crm received information that during the implant procedure with this lead, it was reported that a pneumothorax occurred. This was evidenced by associated dyspnea and intensive medical attention was required to resolve the patient. The implant procedure was completed without any further adverse effects. This patient is a participant in the simple study clinical trial.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.